Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then cleared the device's memory and completed a performance inspection procedure (pip) which passed.  No issues with defibrillation were observed throughout testing.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined. (B)(4).

Event description:
The customer contacted physio-control to request that their device be evaluated. Upon evaluation of the customer's device, physio observed that their device had previously logged an event code in the memory which is related to a potential failure of the device to deliver defibrillation energy. There was no known patient use associated with the reported event.